Manufacturer narrative:
Images were provided and reviewed. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during vena cava filter deployment procedure, upon deployment the filter legs did not fully expand. The filter was unable to be retrieved via a snare and the decision was made to leave it in place. There was no reported patient injury.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during vena cava filter deployment procedure, upon deployment the filter legs did not fully expand. The filter was unable to be retrieved via a snare and the decision was made to leave it in place. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Investigation summary: the device was not returned for evaluation. However, images were provided and reviewed. Based on the provided images, the investigation can be confirmed for the filter failing to expand due to crossed filter limbs. The investigation is inconclusive for the alleged retrieval difficulties resulting in the filter remaining implanted. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warning: delivery of the denali filter through the introducer sheath is advance only. Retraction and twisting of the pusher during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. It is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Precautions: do not deliver the filter by pushing it beyond the end of the introducer sheath. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer sheath. Do not twist the pusher at anytime during this procedure.

Event description:
It was reported that during vena cava filter deployment procedure, upon deployment the filter legs did not fully expand. The filter was unable to be retrieved via a snare and the decision was made to leave it in place. There was no reported patient injury.